Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information, but the device was not returned for analysis. Historically, crossing difficulty is the result of the case circumstances primarily influenced by the physician technique, patient anatomical morphology, and patient disease state. The tip of the guide wire becoming stuck in the lesion and the resulting tip damage is an expected case outcome depending on the circumstances and use of the guide wire. The guide wire was not returned; therefore, it could not be determined if there was a particular quality issue that also would be expected to affect crossing and therefore no root cause could be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: required intervention to remove the guide wire. Device issue: difficult to remove. It was reported that the target lesion was the distal left circumflex with mild calcification and mild tortuosity. The intermediate guide wire was delivered to cross the lesion, but it became stuck in the calcification. A microcatheter was used to help successfully remove the guide wire. Additional attempts were made to cross the lesion with the same guide wire, but it was still unable to cross the lesion. The guide wire was removed from the patient body and the tip was observed to be kinked. Another company's guide wire was used to complete the procedure. No additional event or patient information was available.